Event description:
It was reported that a patient discovered a crack in a minicap that was on their transfer set. The patient stated they did not notice the crack until after it had already been used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufactured date: 27 feb. 2015 to 04 mar. 2015. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed; however, no issues were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. . The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.